Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal, calibration error, and lost sensor. Customer's blood glucose level was around 40 mg/dl. She probably over bolused. The customer treated her low blood glucose with food. Troubleshooting was declined. The device was not returned.